Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic for routine follow-up, false pause episodes due to undersensing was noted on the device. Programming change was made. The patient was stable and will continue to be monitored.